Manufacturer narrative:
Patient demographics:unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/2.0/088 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was repositioned due to lens rotation, which did not resolved the problem. On (B)(6) 2022, the lens was replaced for a same size lens due to lens rotation not associated to low vault and refractive suprise. The problem was not resolved. Cause of the event is unknown. Reportedly, "after implantation of ticl lens in the right eye, the patient's vision was decreased and the lens position was checked for deviation. After the surgeon's interview, he decided to perform the repositioning operation on (B)(6), after the repositioning operation, the patient's eye condition was rechecked again. The inspection results showed that the vision was still not improved, the lens position was not rotated, and the arch height was normal. After consultation with the surgeon and experts, the crystal was initially suspected. After communication with the patient, the new ticl lens was implanted again on september 30. The vision was still not improved one day after surgery."

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#(B)(4).

Manufacturer narrative:
Additional information: d9: return date: 17-apr-2023. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).